Event description:
It was reported that the customer experienced issues with her insulin pump randomly shutting off and that she was receiving failed battery test alerts as well. The customer's blood glucose was 77 mg/dl. Customer stated that a battery cap was sent, but the issues were not resolved. The customer mentioned that the screen would be blank for about an hour. Customer stated that the insulin pump would consistently give her failed battery test alerts even if the battery lasted for a week. The screen would also shut off if she bumped into the wall. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump received with blank display due to the battery tube connector not plugged in properly. Unable to verify failed battery test alarm due to blank display. Pump received with cracked case at display window corners, cracked reservoir tube lip.